Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer assistance was provided by technical support to reset the pump, and the customer was instructed to continue using the pump while being advised to call back if the issue recurred.